Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that post op infection occurred. Any environmental/external/patient factors that may have led or contributed to the issue were possible patient cause due to poor wound care. The previous catheter and pump were removed with manufacturer being present. The rep was asked to cover this as a replacement case. When the rep arrived, the rep found out that it was a full implant and that there was no existing pump. There was no record of explanation. The patient stated that the pump fell out. The hcp said that patient removed everything. The hcp for the implant today was the same for the explant. The patient game to the operating room (or) with the pump hanging out of the pocket and the patient had been picking at the incision. At the time of this report the issue had resolved and patient status was alive-no injury. The patient¿s medical history included failed back and liver disease. No further complications were reported.